Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that diode d37 on the pm board had failed open. This caused the ventilator to not operate on ac. Replacing d37 corrected the problem.

Event description:
The service technician reported during testing the unit failed power fail during the performance verification testing. The service technician reported when the unit was only on ac (battery not connected and ac connected), the unit did not start up. There was no patient involvement.